Event description:
The facility reports the pt was suspended over the bed and was in the process of being transferred to the wheelchair. Using the ppp switch, the pt was being handled to an upright position when the left hand shoulder clip of the sling came undone, causing the pt to slip out and fall to the floor. The pt sustained a fractured clavicle, a laceration to the right side of the head, and extensive bruising to the right ear. Sutures were applied to the head wound, the clavicle was stabilized with an arm/shoulder sling, and the pt was given medication for the pain.

Manufacturer narrative:
The lift used was produced and tested in 2003. No allegations or indication of any deficiency on the device were made. Pictures received show an impact hole on the top of the lifting arm. When queried, the visiting technician stated it is not known if the impact hole was related to the incident, but that it probably stems from hard contact with a door frame. The sling involved is alleged to be a medium disposable sling. No pictures nor was the sling itself received. No particular deficiency is alleged to have occurred with the sling apart from the indicated sudden detachment of the clip. The manufacturer has conducted several simulations with fabric slings on a similar lift. The fabric slings are very similar to the disposable slings in design and method of attachment. During normal intended use, and even with foreseeable misuse (worn clips, unsuited pt), it is not possible for a properly attached shoulder clip to detach while the weight of the pt is carried by the sling, whether by wild spasms or convulsions, and certainly not by the repositioning of the hanger bar. It is extremely difficult (and therefore very unlikely to happen) to balance a clip on the edge of the clip attachment point. Simply put, a clip is either in place or it is not. Therefore, it cannot "drop off." If a shoulder clip is not attached and/or the straps of the sling are not under tension before the transfer starts (which is required per the guidelines for use of the sling), the pt can still be lifted, in particular from a seated position, when most of the patient's weight is carried by the leg straps. It would therefore, make sense if the report were to state that the pt was lifted from chair to bed, that the shoulder clips would not be attached, and that the pt was then brought to a horizontal position, shifting the weight to a shoulder strap that was not in place, causing the drop. However, the report states the opposite to be the case. Although there have been reports of pt drops due to clips not being attached, patients sliding out of slings and other causes, there is no significant trend to be found in complaint trending or incident vigilance where it is alleged a shoulder clip detached by the powered hanger bar repositioning. Based on the info received and the consequent investigation, the manufacturer cannot come to a conclusion of what is the root cause of this incident, nor can a corrective action be performed towards the product. However, the manufacturer does suggest the operators of its devices at the facility be retrained to the guidelines for use of the sling, with particular attention paid to the "check before use" policy.